Event description:
The lay user/patient emailed lifescan in 2007 and alleged that she had an issue with the lancets. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that it was unknown to her as to when the alleged issue first occurred it stated that it happened again on the day before. The patient mentioned that she had a problem with her finger swelling quite frequently 4-6 hours after doing a finger stick. She reported that a week prior to the call to lfs, her lip swelled up and on the same day, her tongue and ball of her foot was swollen. The patient was seen by a new doctor and was advised to test her blood glucose twice a day. Since thirteen days earlier, the patient has been testing twice daily, but her finger would swell more often than when she was doing it sporadically. This complaint is being reported because the patient claimed that her fingers were swelling up as well as other multiple areas (tongue, foot) after she started testing more often as advised by her doctor.

Manufacturer narrative:
Lifescan has requested the return of the product for evaluation, but has not yet received it. If the product is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.